Event description:
A report was received indicating that a first time alyx donor with a previous history of donating 11 units of whole blood experienced pressure in chest, congestion, burning in throat, coughing, felt "like throat was closing" and was flushed. The donation was completed. After the donation, the donor felt better, but was "somewhat light-headed," with chest pressure. "Swallowing was better but congestion remained." 911 personnel were called due to length of reaction without any marked improvement. The donor was taken to the ER, received unspecified intravenous fluids and was monitored. The donor was in the hosp for 5 hrs, then discharged from the hosp and subsequently walked 4 miles to his car. The donor recovered with no sequelae.

Manufacturer narrative:
The kit was not returned for eval. A batch review showed no exceptions. The user facility physician attributed the donor reaction to a systemic allergic reaction.